Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's reading was 500 mg/dl, but had gone down to 168 mg/dl. The customer treated with manual injections. The customer did not feel okay to troubleshoot. The insulin pump was not replaced or returned for analysis.